Event description:
The customer reported that results from a single patient sample obtained using a vitros 5600 integrated system were mis-associated with the incorrect patient sample identification number. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient results were reported out of the laboratory. However, the results were questioned by the physician based on patient¿s medical history and a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that results obtained on a vitros 350 chemistry system for a single patient sample were mis-associated with the incorrect patient sample identification number. The root cause of the event was determined to be user error as a customer placed a sample collection container in the incorrect position in the vitros sample tray and proceeded to process the sample. The vitros 5600 integrated system was operating as programmed and as intended. The root cause of the event was user error.